Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. No contributing factors were identified. The final patient status was discharged on postoperative day two in stable condition following an endovascular repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. Approximately five (5) years post initial procedure, a possible type 1b endoleak was identified from the right common iliac. The physician elected to treat the patient by implanting an alto abdominal stent graft system (alto main body, ovation prime fill polymer, and three (3) ovation ix iliac limbs). The final patient status was not made available to endologix.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text: devices remain implanted.